Event description:
Related manufacturer reference number:2017865-2022-37825. It was reported that the patient presented for a scheduled procedure. During the procedure, both the right atrial and the right ventricular leads exhibited noise. It was also discovered that both leads were fractured. Both leads were capped on 24 aug 2022. The patient was in stable condition.

Event description:
New information noted that the leads also had insulation breach and noise was causing pacing inhibition. The fracture was not confirmed.